Event description:
The customer's family member reported testing with the freestyle meter and receiving high readings. The customer was taken to the hospital because symptoms were inconsistent with the freestyle readings. At the hospital, the customer's glucose was measured at 34 mg/dl. The customer was administered a glucose water substance intravenously.